Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is a boxed unit, fell from a shelf approxmately three feet. New information received that upon interrogation the boxed device was interrogated via inductive telemetry and found to have a battery voltage reading of 3.12v. It was reported that the box labeling indicated the voltage should be 3.25v prior to implant.